Event description:
During placement of a drug eluting stent in the coronary artery, an intellisystem inflation syringe was being used to inflate the balloon of the delivery catheter. The plunger handle of the inflation syringe released and the device would not apply pressure greater than 22 atm. There was no harm or injury to the pt. Another intellisystem syringe was used and the procedure was completed without further complications.